Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator does not transition from dc to ac power and the power supply is not charging the battery. The customer reported there was no patient involvement.